Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "chest pain", swollen lymph nodes, "silicone leak."

Event description:
Patient reports "chest pain, lymph nodes swollen", and "silicone leaks". This relates to the left device. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: underweight, opening on posterior and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening and striated opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as an unidentified (tear) opening. A striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, d.10, g.1, h.3, h.6.

Event description:
Device has been explanted.